Event description:
Same case as MFR report #: 2134265-2012-05865-04621. It was further reported that the target lesion was a 2.5x56mm, 90% stenosed lesion. After pre-dilation, two overlapping taxus liberte stents [2.5x32mm, 2.5x24mm] where implanted in the target lesion resulting in 0% residual stenosis. Post dilation was not performed. A non-target lesion in the left main coronary artery was treated with a non-bsc stent. The patient was discharged on aspirin and clopidogrel without complications 9 days later. In 06/2010, treatment also utilized poba.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure placed an unspecifed taxus liberte stent in the proximal left anterior descending (lad) artery. In (B)(6) 2010, at the 9 month study follow up visit the patient had no anginal symptoms. The next day angiography revealed a 75% restenosed, 2.5x30mm target lesion located in the proximal lad. Treatment the same day placed an unspecifed non bsc stent resulting in 25% residual stenosis. The patient outcome was listed as "improved" three days later. In 08/2010 the patient had no anginal symptoms at the 1 year study follow up visit. Per the physician, the event was listed as "possibly related" to the study stent.